Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the customer's condition had improved - able to establish contact with customer who stated although her symptoms had improved she was still feeling ill. Customer stated she had gone to the hospital on (B)(6) 2022. Customer's blood glucose test result when at the hospital had been 821 mg/dl. The diagnosis was dka and customer was treated with IV fluids and insulin to lower her blood glucose. Customer had been discharged the same day. Customer declined a replacement, stating the true metrix meter was working as intended. Note: 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). At the time of the call the customer reported symptoms of frequent urination, nausea, feeling tired and lightheaded. Medical attention was required at the time of the call and customer stated she was going to go to the hospital. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification; location was not disclosed. The test strip lot manufacturer¿s expiration date is 12/29/2022 and open vial date is (B)(6) 2022.

Manufacturer narrative:
Sections with additional information as of 01-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.